Event description:
It was reported that a lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited non-sustained tachycardia (nst) episodes with noise. It was also reported that the rv lead exhibited high impedance, and possible fracture. The rv pace/sense portion of the lead was deactivated, and the high voltage portion remains in use. A new rv pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter (sic). Analysis of the device memory indicated the right ventricular lead integrity alert. Analyst commented, rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and sensing integrity counter sic greater than 30 in 3 days. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, 153 cumulative ventricular sensing integrity counts (sic); high rate-non sustained episodes with lead noise oversensing. On (B)(6) 2015, rv pacing impedance measured 4047 ohms up from a trend in the 400-500 ohm range.